Event description:
It was reported that the patient experienced elevated blood glucose (bg) levels while using the pod for a duration of 4 to 24 hours. Upon discovering the increased bg levels, the patient observed that the cannula had not deployed as expected. (The cannula did not insert properly, and the pink slide failed to advance). This indicated a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.